Manufacturer narrative:
Na

Event description:
Respiratory therapist (rt) was in pt's room and reported pt started complaining of feeling like he wasn't getting enough air, and the pt's oxygen saturation dropped into the low 80's with oximeter alarming. Pt is usually in the 93-95% range. Rt took pt off ventilator to suction and lavage. Upon putting pt back on vent rt reported hearing a "blowing noise" at the back of the ventilator. Reported tidal volume (vt) set on the ventilator during event = 500ml, with exhaled vt = 200-300ml. Pt was placed on another ventilator and pt's oxygen saturation returned to usual levels. Pt had been on vent for approx 1 wk and suffered no impairment or harm as a result of reported event. Rt director reported vent alarms functioned to specifications. Manufacturer's service technician performed verification testing, during which the unit developed a blowing noise when an o2 supply was delivered to the ventilator. The service technician replaced the oxygen regulator to correct the finding. Final testing was completed and all testing passed to operating specifications.